Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video assisted thoracoscopic lobectomy surgery, while on parachym, the device was stuck on the tissue, and opened normally. The device stopped after firing on 1.5cm tissue. Procedure was converted from laparoscopic to an open surgery due to the device problem and surgical time was extended for more than 60minutes. This also lead to patient's extended hospitalization, tissue damage and extended incision of more than 1 inch. To resolve the issue, they opened the patient to remove the tumor instead of laparoscopic.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video assisted thoracoscopic surgery, the device was stuck on the tissue. Procedure was converted from laparoscopic to an open surgery due to the device problem. This also lead to patient's extended hospitalization, tissue damage and extended incision of more than 1 inch.